Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by a failure of the customer's connected scopes software as there was no failure when the subject device was connected to an olympus device. Since no device malfunction was confirmed during evaluation when the subject device was connected to an olympus device, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported potential software issues. The subject device was returned to an olympus service center for evaluation. During device evaluation, it was observed that image cuts out when using customer¿s pcf-h290dl (evis lucera elite colonovideoscope) with the subject device. This report is being submitted for the malfunction found during device evaluation (no image). There was no report of patient or user injury due to the event.

Manufacturer narrative:
During device evaluation, the reported issue (no image) was not confirmed/reproduced when the subject device was tested with the demo pcf-h290dl. The customer¿s scope (pcf-h290dl; sn# (B)(6)) was requested to return to the olympus service center for testing. It was observed that an image would appear and approximately 3 seconds later it would disappear when the subject device was used with the customer¿s scope. Upon reviewing the error logs, a ¿scope identification (ID) data damage error¿ was identified. The customer¿s scope was found to have a software fault which was causing the cv-1500 error. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.